Manufacturer narrative:
Model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 17718374; model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing non-target stimulation. The patient will undergo a revision procedure wherein the leads will be relocated.

Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 17718374, model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 17802244, model/catalog description: precision spectra ipg kit. Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility .

Event description:
A report was received that the patient was experiencing non-target stimulation. The patient will undergo a revision procedure wherein the leads will be relocated.